Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Address and country information were not able to be obtained, therefore, USA was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd syringe did not have scale markings. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: bought a box of syringes for insulin and one came without dosage.

Event description:
It was reported that a bd ultra-fine 6mm¿ insulin syringe did not have scale markings. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: bought a box of syringes for insulin and one came without dosage.

Manufacturer narrative:
The following fields have been updated with additional information: b5. Describe event or problem: it was reported that a bd ultra-fine 6mm¿ insulin syringe did not have scale markings. No patient impact reported. D1. Medical device brand name: bd ultra-fine 6mm¿ insulin syringe d2. Medical device catalog#: 326786. D3. Becton dickinson de mexico. D4. Medical device lot #: 1270842. D4. Medical device expiration date: 31-oct-2026. D.5. Unique identifier (UDI) #: (B)(4). G1: manufacturing location: becton dickinson de mexico. H4. Device manufacture date: 08-dec-2021. H6. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.